Event description:
Literature was reviewed regarding outflow graft tamponade. The authors described four patients who experienced an outflow graft tamponade which was defined as obstruction with external compression causes tamponade. Symptoms included fatigue and dizziness; the ventricular assist devices (vads) exhibited low flows with alarms and an audible murmur. Patients had a confirmed diagnosis via computed tomography angiography (cta) or direct visualization of obstruction in surgery. Some patients underwent a mini thoracotomy with outflow graft relief and others had mild symptoms with conservative treatment only. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is unknown/43 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: outflow graft tamponade: an underrecognized cause of obstruction. Journal of cardiothoracic and vascular anesthesia. 2024. 1-10. Doi: 10.1053/j.jvca.2024.07.055 other devices involved in this event: d1: heartware ventricular assist system ¿ outflow graft d4: outflow graft / serial: unknown / model #: unk-outflow graft/ expiration date: unknown d10: no h4: mfg date: unknown h5: yes d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: pumps with unknown serial numbers and outflow grafts with unknown lot numbers were not returned for evaluation. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue and the serial and lot numbers are unknown. Review of the available log file screenshot revealed a slight decrease in power consumption and estimated flows starting on (B)(6) 2018. As a result, the reported low flow event was confirmed. However, the reported low flow alarms and "audible murmur" events could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event can be attributed, but not limited, to compression of the outflow grafts. Based on the risk documentation, the reported pump ¿audible murmur¿ event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Visual evidence provided revealed external compression of the outflow graft. As a result, the reported compression event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Other devices involved in this event: d1: heartware ventricular assist system ¿ outflow graft d4: outflow graft / serial: unknown / model #: unk-outflow graft/ expiration date: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.